Event description:
It was reported that the right ventricular (rv) lead was attempted but not used. It was noted that during implant surgery, the stylet was unable to be advanced through the rv lead. As well, the lead was attempted to be placed multiple times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was full inserted with no resistance.

Event description:
On (B)(6) 2017: it was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.